Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; no details of the allegations were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/15/2015. Animas has become aware of additional information regarding this complaint not previously reported. After the patient experienced hyperglycemia of unknown severity, the health care provider requested replacement of the patient¿s insulin pump. No details regarding the alleged hyperglycemic event were provided. This additional information does not qualify as a reportable adverse event under animas¿ reporting criteria. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on 01 september 2015 with the following findings: review of the download history revealed the last bolus delivery and the last basal delivery was recorded on 05 june 2015. There were no alarms related to the complaint in alarm history. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. On investigation, the pump powered on normally without errors. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the allegation of an inaccurate delivery issue and the pump was found to be operating without malfunction.